Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report, to provide information that was inadvertently left out of the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. Corrected fields: d3, d10 (therapy date), e1 (telephone), g1, g2, h6 (component code and medical device problem code). Per corrected information provided in d3 and g1, the facility number should have been 3002808148 rather than 9610595 (as was previously reported in the initial medwatch report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that no image issue occurred due to failure of dx board (printed circuit board) and dp board (printed circuit board), and noise in image issue occurred due to video connector failure. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found to be due to faulty printed circuit board (dx); and there was no octagonal image was due to a poor printed circuit board (dp). Additional evaluation findings were as follows: there was noise that occurred in the image due to poor video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus on behalf of the customer that the evis lucera elite video system center had no signal output, and a black screen occurred. This was found during inspection before the diagnostic gastroscope procedure. The intended procedure was completed with another similar device. The patient was not under anesthesia and there was no delay noted. There were no reports of patient harm or impact associated with the reported event.